Event description:
It was reported by the patient that she underwent labialplasty revision on (B)(6) 2013 and suture was used. She stated that the wound remained painful and inflamed. On (B)(6) 2013 the suture broke resulting in a wound dehiscence. The patient underwent another surgical repair of the wound at that time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.